Event description:
The patient was revised due to the femoral component was rotated causing pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Initial reporting for this revision stated the product. The product code and lot number required to retrieve and review the device history records were not provided. The initial reporting for this revision stated the product is not suspected of failing to meet specifications. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.